Event description:
Discordant, falsely elevated vitamin d results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, it was discovered that the vitamin d quality controls (qc) had not been run after the operator performed the monthly cleaning procedure (mcp). The operator recalibrated and ran qc, which was within range. The patient samples were then rerun. The cause of the discordant, falsely elevated vitamin d results is user error. The instrument is performing according to specifications. No further evaluation of this device is required.